Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Got the rotating brush head in mouth in pieces [device breakage]. Brushheads are already loose [device connection issue]. No adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that he was using an oral-b rechargeable toothbrush, version unknown and suddenly got the oral-b precision clean brushhead in his mouth in pieces. He stated that, with all of the brushheads in this particular package, they were already loose after a couple of days. No symptoms developed.

Manufacturer narrative:
On (B)(6) 2016: reporter returned 4 toothbrush heads. On (B)(6) 2015 product investigation results revealed 2 toothbrush heads were confirmed counterfeit. Testing on the other 2 toothbrush heads was inconclusive; further evaluation is pending.

Event description:
Got the rotating brush head in mouth in pieces [device breakage]. Brushheads are already loose [device connection issue]. No adverse event [no adverse event]. Two (2) of 4 brushheads returned counterfeit [product counterfeit]. Case description: a (B)(6) male consumer reported that he was using an oral-b rechargeable toothbrush, version unknown and suddenly got the oral-b precision clean brushhead in his mouth in pieces. He stated that, with all of the brushheads in this particular package, they were already loose after a couple of days. No symptoms developed.